Manufacturer narrative:
B3: event date is date valid section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who had an implantable neurostimulator (ins). Rep reported that a high impedance issue was observed on the day of surgery. Rep reported noted 1, 4, 6, and 7 were all greater than 10,000. Rep reprogrammed around the oor. The cause of the issue is unknown and the issue is currently ongoing. Rep indicated they would send any further information as they become aware.